Manufacturer narrative:
The manufacturing and material records for the perceval plus heart valve, model #pvf-m, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at corcym canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #pvf-m) perceval plus heart valve at the time of manufacture and release. Since the device was not returned, no further investigation can be done. Based on the limited information available, it is not possible to draw a definitive conclusion to the reported event. However, from the document review performed, no manufacturing deficiencies were identified. The manufacturer has followed up for more information but none has been received as of yet. Should further information be received in the future, the manufacturer will submit a follow up report.

Manufacturer narrative:
The manufacturing and material records for the perceval plus heart valve, model #pvf-m, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at corcym (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #pvf-m) perceval plus heart valve at the time of manufacture and release. Since the device was not returned, no further investigation can be done. Based on the limited information available, it is not possible to draw a definitive conclusion to the reported event. However, from the document review performed, no manufacturing deficiencies were identified. The manufacturer has followed up for more information but none has been received as of yet. Should further information be received in the future, the manufacturer will submit a follow up report. Based on the available information, it is not possible to draw a definitive conclusion on the reported event. However, from the document review performed, no manufacturing nor quality deficits were identified. Mis-sizing or stent folding of the perceval valve could be related to this complaint as a smaller reduced aortic valve r5-021 was implanted but a definitive root cause cannot be established from the information presently available. Further follow up on the reported event is ongoing and the manufacturer will provide an update to this reporting activity should additional information be received.

Event description:
The manufacturer was informed of the event through the patient tracking department. Based on the information reported in the patient registration form. On (B)(6) 2021, a perceval valve was implanted and explanted. Ultimately a reduced size 21 aortic was implanted. No allegation of a device malfunction nor of a serious injury was received from the site regarding this event.